Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a pinhole in the stent delivery balloon was identified. The 99% stenosed lesion being treated for in-stent restenosis of a non-bsc stent implanted in the non-calcified distal left circumflex (lcx) artery. The lesion was predilated with a 3.0x15 mm non-bsc balloon. The physician attempted to place the 3.00x24 mm taxus express2 drug eluting stent. The stent balloon would not dilate. Once the balloon was removed a pinhole was identified in the stent delivery balloon at distal of stent. The procedure was completed with another taxus stent. No patient complications were reported. Patient status reported as "good".